Event description:
It was reported that the left ventricular lead was too short for the inner catheter. The lead was not implanted and a new lead was used.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.